Manufacturer narrative:
Upon further assessment of this event: the log for the procedure concerned was reviewed on site for investigation purposes. Review of the log confirmed the following sequence of events: excessive force detected on robot arm , probably caused by the collision of the robot arm with the monitor. Communication error message appears. Device shutdown following a communication error. In summary the collision which caused the communication error messages and device shutdowns could have been avoided had the user paid more attention during the movement of the robot arm. User should have released the vigilance device to stop the robot arm movement in order to avoid the collision.

Manufacturer narrative:
The root cause of the collision was determined to be user error. The user had adjusted the monitor and as a result it was in the path of the robot arm movement.

Event description:
After the surgery, the robot arm collided with the device monitor while automatically moving to the "park" position. The collision was detected by the software and device shutdown.